Event description:
This lead was implanted on (B)(6) 2007. And was capped on (B)(6) 2013, for unknown reason. And a new rv lead was placed. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).